Event description:
Bausch + lomb received a complaint from a consumer who is dissatisfied with visual outcome after implantation of crystalens intraocular lenses in both eyes. This report refers to the left eye. The patient experienced poor distance vision and near vision in the left eye postoperatively. Also, the patient reports having been prescribed topical steroidal/nsaid drops to treat suspected retinal edema. Additional information received from the surgeon indicates that the iol is free of debris/deposits, and there were no complications of the original surgical procedure. Preoperatively, the patient's bcva was 20/30 with mr of -4.50 -0.75 x147. Postoperatively, the patient's best corrected visual acuity is 20/20 with mr of plano +0.50 x 90. Reference MDR # 2031924-2011-00051.

Manufacturer narrative:
The intraocular lens is implanted. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.